Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty procedures and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedures occurred on (B)(6) 2004 (right hip) and (B)(6) 2005 (left hip). A revision of the left hip occurred on (B)(6) 2010 allegedly due to acetabular loosening. The cup and head were replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent bilateral total hip arthroplasty procedures and further reported patient allegations of elevated levels of cobalt and chromium and tissue and bone destruction of both hips. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedures occurred on (B)(6) 2004 (right hip) and (B)(6) 2005 (left hip). A revision of the left hip occurred on (B)(6) 2010 due to acetabular loosening. Revision operative notes indicated osteolysis surrounding the cup and protrusio. The acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head. There has been no information received reporting a revision of the right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted patient underwent a left hip revision on (B)(6), 2009 due to loosening of the acetabular component. Operative report further noted protrusio deformity of the pelvis and chronic abductor tendon tear. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The following sections could not be completed with the limited information provided. Date of event - n/a. Date explanted - n/a. The report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02175 / 02176).

Manufacturer narrative:
This follow-up report is being filed to relay corrected data and additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states." Number 4 states, ¿loosening or migration of the implants may occur.¿ , "material sensitivity reactions" number 15 states, "elevated metal ion levels have been reported this report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-02175 / -02176 and 1825034-2014-0574, -00575)

Event description:
Patient's legal counsel reported that patient underwent bilateral total hip arthroplasty procedures and further reported patient allegations of elevated levels of cobalt and chromium and tissue and bone destruction of both hips. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedures occurred on (B)(6) 2004 (right hip) and (B)(6) 2005 (left hip). A revision of the left hip occurred on (B)(6) 2010 due to acetabular loosening. Revision operative notes indicated osteolysis surrounding the cup and protrusion. The acetabular cup and modular head were removed and replaced with competitor acetabular components and a biomet head. There has been no information received reporting a revision of the right hip. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.